Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a r-wave amplitude measurement issue. It was noted on (B)(6) 2013, the lead alert for rv pacing impedance greater than 2500 ohms triggered; the lead trend began on (B)(6) 2016 and rv pacing impedance measured out of range high at 10544 ohms. Between (B)(6) 2015 through (B)(6) 2016, the r-wave amplitude measured between 2.98 mv - 7.28 mv. The analyst commented sic was not observed and there were no episodes collected in the s2d.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pace impedance, oversensing of sensing integrity counter (sic) and noise and a high rv threshold value. The rv remains in use and the patient will continue to be monitored with close follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.